Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to insufficient blood flow as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was clogging. The following information was provided by the initial reporter: material no. 367296 batch no. Unknown (provided lot 8k1281) it was reported the there were clogging. (4 of 4) date of event (B)(6) 2019. There was issues with the clogging during several draws. Spoke with the customer and she explained that they were using a terumo 19 gauge straight needle without any safety shield to connect to a luer adapter and then to a heparinized 60 ml syringe to collect 110 ml of blood for a manual ficoll study. They were able to do this successfully, but would like to start using a needle with safety features. They tried the 21 gauge slbcs on 4 patients and after 60 ml, the blood stopped flowing. She explained that the phlebotomist is very experienced and would know if the needle was not positioned correctly in the vein and know how to correct the situation. She thought that the smaller bore needle might cause the blood to clot. She explained that she would need to go to another company to get a 19 gauge safety needle.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was clogging. The following information was provided by the initial reporter: material no. 367296, batch no. Unknown (provided lot 8k1281). It was reported the there were clogging. (4 of 4) date of event (B)(6) 2019. There was issues with the clogging during several draws. Spoke with the customer and she explained that they were using a terumo 19 gauge straight needle without any safety shield to connect to a luer adapter and then to a heparinized 60 ml syringe to collect 110 ml of blood for a manual ficoll study. They were able to do this successfully, but would like to start using a needle with safety features. They tried the 21 gauge slbcs on 4 patients and after 60 ml, the blood stopped flowing. She explained that the phlebotomist is very experienced and would know if the needle was not positioned correctly in the vein and know how to correct the situation. She thought that the smaller bore needle might cause the blood to clot. She explained that she would need to go to another company to get a 19 gauge safety needle.